Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(4) - veritas study, patient site ID: (B)(6). It was reported on (B)(6) 2025 a 14f amplatzer torqvue 45x45 delivery sheath was selected for a procedure. During the procedure it was noted that the dilator of the delivery sheath split while advancing the delivery sheath through the non-abbott guidewire that had kinked. The delivery sheath was removed from the patient and replaced with a new 14f amplatzer torqvue 45x45 delivery sheath. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays to the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
It was reported that during the procedure the dilator split while advancing the delivery sheath through the non-abbott guidewire that had kinked. The dilator and sheath were returned to abbott and the investigation found that there was a damaged split noted at the tip of the dilator. No other anomalies were found. The returned sheath met the dimensional and functional specifications when analyzed using test amulet device. Based on the investigation findings, the dilator tip separation issue appears to be related to a potential product quality issue; therefore, an exception was initiated to further investigate this complaint. The primary root cause was related to the potential for the raw material to not homogeneously blend during the melt processing. This potential cause relating to the material characteristics of this material is the root cause of both the noted cracking and tearing.